Event description:
Additional information: the patient has been in a study investigating the use of low and no anticoagulation in heartmate 3 patients.

Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of (B)(6) confirmed the presence of pump thrombosis, which could have contributed to the reported low flow alarms. (B)(6) was returned assembled with the pump cable severed in three segments. The modular cable was returned attached to the pump cable in-line connector. The sealed outflow graft, sealed outflow bend relief, and apical cuff were not returned. Review of the lvad event and periodic log files downloaded from (B)(6) showed that from the beginning of the recorded data on (B)(6) 2019, the calculated pump flow values remained overall stable in the range of about 3.5-4.5 lpm. Following (B)(6) 2019, reduced pump flow values consistently below 4 lpm were captured and subsequently dropped below the low flow hazard alarm threshold of 2.5 lpm beginning on (B)(6) 2019. Pump flow did not recover to baseline values through the date of the explant procedure on (B)(6) 2019 even with increases in pump speed. Despite the captured low flow events, no atypical low speed events or lvad faults were recorded throughout the log file data. Upon disassembly of the (B)(6) , a pink ring-shaped thrombus formation was observed obstructing a large portion of the blood flow path at the distal end of the inflow cannula lumen. The thrombus was adhered to the textured blood-contacting surface of the inflow cannula and showed evidence of laminated layering. The structure of the thrombus formation suggests that it developed within the distal end of the inflow cannula lumen over an undetermined amount of time while the pump was supporting the patient. Examination of the remaining blood-contacting surfaces of the returned device revealed no evidence of any additional depositions or thrombus formations that would have contributed to a functional or flow issue. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The evaluation of the returned device could not determine a specific cause for the development of the observed thrombus formation within the inflow cannula lumen; however, the deposition was obstructing a significant portion of the blood flow path in this location and could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms captured in the submitted and downloaded log file data. A sample of the thrombus was sent to an outside lab for histology. The results concluded that the sample was a fibrin clot with poor host cellularity making the age difficult to assess by the nosaka et al staging system. There was a structure, specifically lamellation, indicating growth over a period of time but no evidence of preserved or ¿ghost¿ red blood cells. The clot was likely greater than one week of age. No organisms were seen with gram¿s stain for bacteria or with a pas and gms stain for fungal elements. The presence of platelets was confirmed by positive vwf ihc. Following cleaning, (B)(6) was reassembled and operated on a mock circulatory loop. The pump functioned as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 1 year and 10 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient experienced frequent low flow alarms and was admitted to the hospital. Blood labs, echo, and CT-angio were performed. Results of these tests were not provided but the healthcare team noted that they suspected a twist in the outflow graft. The surgeon decided to perform a revision surgery with reposition and installation of the outflow graft clip. The revision did not confirm an outflow graft twist. The surgeon located limitation of flow in the internal space of the blood pump and decided to exchange the blood pump. After the exchange the unloading of the left ventricle improved. The patient is stable. No further information was provided.